Event description:
It was reported that during a laparoscopic cholecystectomy procedure the case was went well and there was no patient consequence. Twenty-four hours later the patient presented with upper abdominal pain. Blood work was done and the patient was kept for an additional day for observation. Over night the patient's pain increased and the hemoglobin dropped 4gram from the pre-op hemoglobin. The surgeon believes that the clip fell off and the patient is bleeding internally. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Conference call took place with engineering and customer quality associates with the surgeon and the following information was obtained: the surgeon placed two clips on the cystic vessel during the initial procedure and did not observe any clip formation issues. He did not apply any torque or tension to the device during use. Four hours post operative the patient presented with pain and the surgeon believed this to be a result of bleeding from the cystic vessel. No transfusion was required and no intervention was required to address the bleeding; however, the patient was kept for an additional two days for monitoring. The patient was discharged and had a full recovery. The CT scan was not reviewed for clip presence. The surgeon is an experience user. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). A CT scan was received and it appears to support the event description relative to a bile leak. The cause of the bile leak however could not be determined.